Event description:
A customer reported a cartridge alarm 20, which was previously noted with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump; the customer will use a backup insulin pump and has been given instructions for returning the faulty pump.